Manufacturer narrative:
Follow-up # 1 date of submission 17-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings:a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. The total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 578mg/dl, with nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals did not match and had a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.